Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 158 mg/dl at the time of the call. The customer inserted new batteries in the insulin pump, but the issue was not resolved. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.